Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the air in line was unresponsive. The event happened during testing, and there was no patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. The service history review identified no previous repairs. The customer reported issue was confirmed through the air detect test as the air detector was not reading properly. The air detector was replaced. A uso/dso sensor calibration plus a performance verification test (pvt) were performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.